Event description:
The international customer the ventilator alarmed with pressure sensor failure occurrence. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.